Event description:
The patient's right knee was being revised due to stem migration laterally.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.